Manufacturer narrative:
Device details updated. This report is submitted 8 july 2020.

Event description:
It was reported that the explant surgery was completed under general anaesthesia and skin was excised at abutment site.

Manufacturer narrative:
This report is submitted on april 20, 2020.

Event description:
Per the clinic, the patient experienced pain and drainage at the abutment site. The device was explanted on (B)(6) 2020. There is no plan to reimplant the patient with another device.